Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No changes or intervention was performed. There were no patient consequences.